Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and medical records have not been provided. A sample was not returned for further evaluation. No lot number was provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided by the patient's attorney, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Should additional information be provided, a supplemental emdr will be submitted. This emdr represents the bard/davol sepramesh ip (device 1); an additional emdr will be submitted to represent the bard/davol sepramesh ip (device 2). The patient's attorney made no allegations related to the bard/davol bard flat mesh or the bard/davol ventralex st. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2012 - the patient underwent surgery for implant of an unspecified bard/davol bard flat mesh. On (B)(6) 2012 - the patient underwent surgery for implant of an unspecified bard/davol sepramesh ip (device 1). On (B)(6) 2014 - the patient underwent surgery for implant of an unspecified bard/davol sepramesh ip (device 2). 07/12/2017 - the patient underwent surgery for implant of an unspecified bard/davol ventralex st. As alleged, the patient is making a claim for an adverse patient outcome against the sepramesh ip (devices 1 and 2). As reported, the patient's attorney alleges a general claim related to the sepramesh ip (devices 1 and 2) "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained."

Event description:
The following was alleged by the patient's attorney: (B)(6) 2012 - the patient underwent surgery for implant of an unspecified bard/davol bard flat mesh. (B)(6) 2012 - the patient underwent surgery for implant of an unspecified bard/davol sepramesh ip (device 1). (B)(6) 2014 - the patient underwent surgery for implant of an unspecified bard/davol sepramesh ip (device 2). (B)(6) 2017 - the patient underwent surgery for implant of an unspecified bard/davol ventralex st. As alleged, the patient is making a claim for an adverse patient outcome against the sepramesh ip (devices 1 and 2). As reported, the patient's attorney alleges a general claim related to the sepramesh ip (devices 1 and 2) "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained." Addendum per additional information provided: (B)(6) 2012 - patient was diagnosed with right lower quadrant incisional hernia thereby underwent open repair with implant of bard flat mesh (device #1). Per operative notes, ¿the hernia sac was excised, and a bard flat mesh (device #1) was placed and sutured." (B)(6) 2012 - patient was diagnosed with lower midline incisional hernia thereby underwent laparoscopic assisted open repair with implant of sepramesh ip (device #2). Per operative notes, ¿the previous right hernia repair was seen intact. After lysis of adhesions, a sepramesh ip (device #2) was placed, sutured, and tacked circumferentially." (B)(6) 2013 and (B)(6) 2014 - patient visited hospital for lower abdominal pain. (B)(6) 2014 - patient was diagnosed with recurrent ventral incisional hernia thereby underwent laparoscopic converted open repair with implant of sepramesh ip (device #3). Per operative notes, ¿dense adhesions to the lower midline with obvious wrinkled and contracted mesh (device #2) was seen. The mesh (device #2) adherent to the symphysis pubis was left in place. A large ventral hernia identified on the left side. Lysis of adhesions was performed and a sepramesh ip (device #3) was placed and sutured." (B)(6) 2017 - patient was diagnosed with abdominal pain thereby underwent partial removal of bard flat mesh (device #1). Per operative notes, ¿the mesh (device #1) in the right lower quadrant was curled at one corner and protruded anteriorly. A moderate portion of the corner of the mesh (device #1) was excised." (B)(6) 2017 - patient was diagnosed with recurrent right lower quadrant ventral hernia with adjacent hematoma thereby underwent laparoscopic repair with the explant of bard flat mesh (device #1) and implant of ventralex st mesh (device #4). Per operative notes, ¿the hematoma was identified and dissected off. The previously placed mesh (device #1) which did not appear adherent to the fascia was excised. The previously placed midline mesh (device #2) appeared in satisfactory position. Multiple bowel adhesions identified were left undisturbed. A ventralex st mesh (device #4) was placed and tacked." Attorney alleges that the patient had adhesions, pain and hernia recurrence. It was also alleged that the patient had mesh contraction, mesh crinkled, mesh curled up on itself.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and medical records have not been provided. A sample was not returned for further evaluation. No lot number was provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided by the patient's attorney, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the sex. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 1 years 8 months post implant of sepramesh ip, patient was diagnosed with hernia recurrence, adhesions, abdominal pain and mesh deformation. The instructions-for-use supplied with the device lists hernia recurrence and adhesions as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-jul-2012) is considered to be a best estimate. This supplemental emdr represents the sepramesh ip (device #2). Additional supplemental emdr was submitted to represent the sepramesh ip (device #3) and an additional emdr was submitted to represent bard flat mesh (device #1) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.